Event description:
A low drain volume and a system error 2240 message appeared on the display of the home patient's homechoice machine during the initial drain cycle of the home patient's automated peritoneal dialysis therapy. The home patient's family member reported that two patient extension lines were used and the one unused supply line was clamped and capped off during therapy. The home patient's family member reported that the successful completion of the prime cycle was not confirmed before the home patient's transfer set was connected to the patient extension line of the homechoice set. Baxter's technical service center assisted the home patient's family member in ending therapy and instructed them to start over with all new supplies. Therapy was restarted using the same supplies, per the home patient's family member. The home patient's family member reported that they closed the home patient's transfer set and completed the prime cycle. The home patient's transfer set was opened to go into the initial drain cycle and a system error alarm occurred, per the home patient's family member. Baxter's technical service center assisted the home patient's family member with ending therapy. The home patient's family member reported that therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.